Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm threshold suspend. Customer's blood glucose at time of incident was 90 mg/dl. The alarm was explained to the customer. Customer doesn't exhibit symptoms of low blood glucose. The sensor value is 58 and suspend threshold limit is 60. The differences between sensor glucose versus blood glucose was explained. The customer was advised to monitor.